Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. There were multiple common device names and medical device types reported to be involved. The information for each is listed below: common device name: fpa, medical device type: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection sets had blood flow observed upon retraction of the tube, as the protection sleeve was missing. No serious injury or medical intervention reported.